Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that the auto off feature was activated on her insulin pump and the flow of insulin was stopped. The customer blood glucose was not provided. Customer was advised on how to turn the feature off on his insulin pump. The call then became disconnected and attempted to contact customer but it went straight to voice mail.